Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that neither the buttons nor the menu was responding. Analysis did find that the battery contacts were compressed and the side bail covers were broken and both were replaced. (B)(4).

Event description:
It was reported that neither the buttons nor the menu were responding on the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that neither the buttons nor the menu were responding on the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.